Event description:
It was reported that the customer's insulin pump was stuck in the rewind loop, and all the settings were in spanish. The caller also mentioned that the device alarmed while attempting to prime. The blood glucose reading was 254mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/protruded drive support disk. The device was received with polish language. The unit language was set to english. No unexpected language changing noted. The device was received with cracked case at lcd window corners and reservoir tube, and scratched screen.